Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the k-wire device could not be secured/drive and was making sound while running. It was further observed that the device had corrosion/rusting/pitting, bearing damage, the moving parts did not move smoothly, and a component damage. It was observed that the device made an unexpected noise and was cutter whipped. It was further determined that the device failed pretest for check for smooth running, check the handpiece coupling, check for untrue running and check gripping power and function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) veterinary surgical procedure of the knee, it was observed that the quick coupling device was lagging in power and making a grinding sound. During in-house engineering evaluation, it was observed that the device had cutter whip. It was reported that there was a fifteen to twenty minute delay to the surgical procedure. It was not reported if a spare device was available for use. It was reported that the surgery was completed successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.